Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an unusual issue with the meter - states that the meter is requiring him to tag before/after meal even on control solution tests. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.